Event description:
A customer contacted beckman coulter (bec) to report that the datalink 2000 data manager assigned test orders and demographics from a previous patient to a new sample from a different patient. When the issue was noticed, the proper tests were manually programmed and run. No erroneous results were reported out of the laboratory. There was no injury or affect to patient treatment with regard to this event.

Manufacturer narrative:
To resolve the database issue of failing to delete old requests, bec hotline replaced the database on this system. The cause of this event is attributed to a malfunction of the database. Although the customer failed to see the "duplicate" sample ID message displayed on the dl2000 screen, the system was configured by the customer to delete old requests and this failed.